Event description:
It was reported that the patient presented with pre-pacing symptoms of dizziness and nausea. The device was explanted due to premature battery depletion, loss of output, and loss of telemetry. The patient was asymptomatic after the device was replaced. The device was analyzed and tested out of specification during manufacturer's analysis, consistent with the advisory notification for this model. No further patient complications have been reported as a result of this event.